Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
Customer¿s blood glucose level during occlusion alarm was 199 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was 51 mg/dl. Reportedly, the customer delivered a food bolus that was not needed. Customer drank juice and ate breakfast to treat low bg. Reportedly, the occlusion was found to be within the cartridge. Customer did not have a change of supplies in order to address the issue.